Event description:
It was reported that this right ventricular (rv) exhibited changes in right ventricular (rv) pacing impedance measurements. Trending displayed a few pacing impedance spikes, leading to out-of-range measurements. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Technical services discussed possible causes and provided troubleshooting options. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) exhibited changes in right ventricular (rv) pacing impedance measurements. Trending displayed a few pacing impedance spikes, leading to out-of-range measurements. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Technical services discussed possible causes and provided troubleshooting options. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.